Event description:
According to a report from the clinic, revanesse versa+ was dissolved in two separate patients due to the product presenting as bumpy[?]one case involving the lips and the other the nasolabial folds. However, the report did not include patient-specific details (e.g., age, gender, or medical history), product information (e.g., lot numbers), treatment plans, injection volumes, or the patients' condition before, during, or after treatment. Additionally, no associated images or timeline of the adverse events were provided. Prollenium contacted the clinic a couples of times and requested further information (12-may-2025, 14-may-2025, 20-may-2025,23-may-2025) but have not received any response. Prollenium could not complete the internal investigation of the related batches since products' lot numbers have not been provided. The limited information provided by the clinic has been submitted to the prollenium's medical director for review. The medical director's opinion about the reported ae is as follows: "the following is clinical opinion based on a paucity of requested clinical information provided in case (B)(4). On unspecified dates " two separate patients" may have received "versa+" (no lots were provided) injected into their lips. No treatment plans or photos were provided. No injector names or qualifications were provided. No clinical information was provided by an injector(s) involved. The history was simply " our clinic had to dissolve two separate patients". " we used versa + and it turned out bumpy, so we had to dissolve". This is the extent of the information provided despite multiple requests. My clinical opinion is that there is not enough information provided to offer a clinical opinion. I see no evidence of adverse events. The information suggests that these were cases of dissatisfied clients due to repeated sub optimal injections." Internal ae number: (B)(4).

Manufacturer narrative:
The internal investigation could not be completed, as the clinics did not provide additional information related to the products, patients, or injection plans, despite multiple follow-up attempts.